Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received the following results on the compact plus system within 10 minutes: 229 mg/dl and 112 mg/dl. After these result the customer called the emt's to test her blood glucose. The emt's arrived a short time later, not within 10 minutes of the first two results. The customer stated she received the following results on her compact plus meter, compared to a professional meter, within 10 minutes: 188 mg/dl (compact plus) and 86 mg/dl (emt's meter). No adverse event was reported. Return of the suspect device was requested for evaluation.